Event description:
Implanted on (B)(6) 2012. I had continuous bleeding for two or three months, so my doctor prescribed estrogen. In (B)(6) 2013, I went back to my doctor due to chronic right sided pain and he diagnosed me with a uterine infection and put me on doxycyline and gave me an injection of rocephin. I went back to the doctor (B)(6) 2013 with the same side effects. I was put on another oral antibiotic and given another injection. I asked the doctor what would keep causing uterine infections and he did not know. In (B)(6) 2013, I started having joint pain in my left shoulder and after a couple of months went to see a orthopedic doctor, he put me on voltaren for my pain and diagnosed me with shoulder impingement but I was unable to take meds due to stomach upset. The pain in my right shoulder joint stopped hurting a couple of months later. My right shoulder started hurting not long after and still continues to hurt until this day. I have trouble sleeping due to the pain. I believe this is due to the inflammation caused by essure. I never had a problem with this before. I also have had a lot of weight gain and bloating all in my abdominal area. I have been seeing a chiropractor due to chronic lower back and right leg pain. (B)(4).